Manufacturer narrative:
(B)(4). Concomitant medical products: biomet modular finned stem with screw catalog # 141314 lot # 547160, vanguard ps open box femoral catalog # 184506 lot # 309220, regenerex primary tibial tray catalog # 141272 lot # 360130, vanguard ps tibial bearing catalog # ep-183620 lot # 337760. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-01857, 0001825034-2019-01860, 0001825034-2019-01866, 0001825034-2019-01867. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing osteoarthritis. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing unknown complications.